Event description:
The info provided to sjm indicated the pt underwent mitral valve replacement with this valve. Upon closing the pt's chest, it appeared there was a hole in the left atrium. The pt expired and the cause is unk.